Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient underwent generator and lead replacement due to an apparent lead fracture. It is unknown if any trauma or patient manipulation occurred that could have caused or contributed to the lead fracture. The implant card indicated that the generator was replaced prophylactically and that the lead was replaced due to a lead discontinuity. The explanted generator and lead have not been received for analysis to date. No additional relevant information has been received to date.